Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the cable connecting the electrode belt connector was cut off. The root cause for cut cable was physical abuse. No adverse events occurred from the damaged electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to connect with a belt. The monitor's electrode belt connector was damaged. The root cause for the damaged receptacle was physical abuse. No adverse events occurred from the damaged monitor. Manufacture dates: monitor sn (B)(4) - 2/3/2020, electrode belt sn (B)(4) - 7/15/2015.

Event description:
A us distributor reported that a patient's monitor case and electrode belt were damaged.